Manufacturer narrative:
Correction: h7.

Manufacturer narrative:
The reported events of oversensing noise, inappropriate shock, low pacing lead impedance, insulation abrasion and high defibrillation lead impedance could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the returned portion did not find any anomalies except for the damages found consistent with procedural damage. Additional information: d9, g3, h3, h6, h10.

Event description:
New information received notes the patient presented in the hospital. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise, and had a high defibrillation impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
An event of high defib impedance, externalized conductors, low pacing impedance, inappropriate shock and sensing noise was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: b1, b2, b5, d6b, h6.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise, leading to an inappropriate shock. The lead also had a low pacing impedance. A x-ray revealed the lead had externalized conductors. No intervention was performed. The patient was in stable condition.